Event description:
The caller reports that the customer was tested. His blood glucose results were obtained on the accu-chek compact plus system within 10 minutes (per meter memory): 52mg/dl, "hi"(greater than 600mg/dl) and 101mg/dl. The customer felt hypoglycemic with the blood glucose result of 52mg/dl. He ate a spoonful of honey and received the "hi" (greater than 600mg/dl) and 101mg/dl blood glucose results. No medical intervention required. No adverse event reported. New system sent to customer and return requested.